Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio further evaluated the replaced power pcb assembly and determined the cause of the issue was a failure of the power connector (j11/p11).

Event description:
The customer contacted physio-control to report that their device powered off 3 times during a patient event. The customer advised they were able to power the device back on manually each time.this issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control was unable to duplicate the reported issue. As a precaution physio replaced the power pcb assembly, the battery wire harness and the battery pins. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off 3 times during a patient event. The customer advised they were able to power the device back on manually each time. This issue is patient related; however there was no adverse patient outcome reported.